Event description:
Medwatch: mw5087661. It was reported that a the guidewire coating dislodged and remains in the patient. The totally occluded target lesion was located in the posterior tibial artery. A v-14 control wire was selected for use; however, about 5mm of the hydrophilic coating on the wire was dislodged in the inner aspect of the lesion as seen under fluoroscopy. The wire was removed from the patient and was noted to still be intact. There was no hemodynamic impairment, due to the totally occluded lesion and no distal flow. No attempts were made to retrieve the dislodged coating. No patient complications were reported.